Event description:
It was reported that during use on a patient, "the locking mechanism will not stay locked during procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(6), n/a, other remarks: n/a, corrected data: n/a.

Event description:
It was reported that during use on a patient, "the locking mechanism will not stay locked during procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). One sample of 502248 lot w2 was received for evaluation. No visual concerns were noted with the sample. A dimensional inspection was not required as part of this investigation. The device was functionally tested with no concerns noted. The latch closes and engages as expected. This device appears to function correctly and may have been inadvertently captured due to the identical. All complaints are trended across product families on a monthly. Therefore, a separate complaint history review is not required. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 502248. This complaint was not confirmed. Teleflex will continue to monitor and trend on complaints of this nature.